Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via web form that the insulin pump had loss of audio issue. The customer¿s blood glucose was unknown. The customer reported that they were not hear beeps when audio volume settings were saved. The customer reported that the audio beep test was failed. The customer reported that the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed selftest and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures confirmed in the insulin pump history due to broken pin 6 trace on u1 keypad assembly.